Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B) (4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed on (B) (6), 2009. According to the complainant, during the procedure, the clip closed on the tissue. When the doctor went to pull away after deployment, the clip came off the tissue; it was left in the patient. The physician had no concerns with the clip remaining to be passed naturally via peristalsis. The case was completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.